Manufacturer narrative:
Customer identified that the device was failing due to off-label use conditions; customer does not feel the unit is in need of repair and will not be returning the device because they cannot duplicate the failure when the device is used according to labeling.

Event description:
Error 44npb received info which suggests that a ks330 unit stopped cycling while in pt use. There was no pt injury.